Event description:
It was reported that the pump appeared to be non-functional. At the first refill on (B)(6) 2012 the expected residual volume was 8.5 milliliters (ml) and 8.5 ml was aspirated; there were no discrepancies. At the second refill on (B)(6) 2013 the expected volume was 4.5 ml. The health care provider (hcp) used a 5ml syringe and aspirated about 4.5 ml and then proceeded to fill the pump. However, all of the refill medication could not be pushed into the pump. The hcp started drawing the medication out and realized that a larger syringe should have been initially used to aspirate the expected residual volume at the second refill as there was actually more than 4.5 ml remaining in the reservoir. It was reported that the hcp proceeded to aspirate an additional 28 ml and had only put in 31 ml. Ultimately, at the second refill it was not known for sure how much the pump was refilled with. The patient presented to the clinic and 34.5 ml was aspirated. It appeared that the pump had not delivered any medication over the past ten days. The patient experienced an increase in pain and was managed with oral dilaudid. The pump logs revealed no issues. This device system was used to deliver morphine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that a catheter access port procedure was performed and no fluid was able to be aspirated out of the catheter. The physician elected to attempt a dye study under fluoroscopy and the results showed dye tracking to only the first few centimeters of catheter proximal to the pump. A rotor study was also performed to rule out pump failure, and that test was negative. The site of occlusion was undetermined at the time of the report. The pump was set to minimum rate. The volume discrepancy was believed to be caused by an occluded catheter. A catheter revision will be scheduled, but to date it had not been. It was later reported that a catheter revision had still not been scheduled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was later reported that the patient was complaining of inadequate pain relief but had not experienced any withdrawal symptoms. The cause of the volume discrepancies was unknown; however, the reporter stated that it was assumed that it could have been an almost completely occluded catheter. The patient had been scheduled for a dye study but the study was cancelled by the office. The patient was currently awaiting re-scheduling for the dye study and then a potential catheter revision. The reporter stated that the patient was not receiving effective therapy, but was not experiencing any additional symptoms and did not have any additional concerns.

Manufacturer narrative:
(B)(4).